Event description:
A malfunction was reported on the pump by the caller, identified by a malfunction code and an available fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if any further issues arise.